Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation. Images were not provided for review. However, a medical record review was provided. From the medical review the reported issue is confirmed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include placement technique, fibrin sheath formation, patient condition, and patient sensitivity; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 11/2019).

Event description:
It was reported that the patient had a chest x-ray that showed the port catheter had flipped back on itself. The patient reported developing severe swelling on her right neck area that extended to her axilla and upper chest. The patient reported taking pain medication for the pain caused by the swelling. The patient also reported that her eyes have been swollen and she has been in congestive heart failure. The patient reported that tests were done and it was determined that she had a large clot in her right neck area. The patient reports being on heparin for the clot. The patient reports the physician is hesitant to remove the port for fear of the clot dislodging, so the port remains implanted. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: approximately one month post port placement, chest x-ray demonstrated a right-sided port with the catheter curled back on itself projecting over the neck. Approximately two months post port placement, neck CT demonstrated a right-sided chest port with the tip of the catheter completely surrounded by thrombus. The right internal jugular vein was significantly expanded with nominal extension into the superior vena cava. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a chest x-ray that showed the port catheter had flipped back on itself. The patient reported developing severe swelling on her right neck area that extended to her axilla and upper chest. The patient reported taking pain medication for the pain caused by the swelling. The patient also reported that her eyes have been swollen and she has been in congestive heart failure. The patient reported that tests were done and it was determined that she had a large clot in her right neck area. The patient reports being on heparin for the clot. The patient reports the physician is hesitant to remove the port for fear of the clot dislodging, so the port remains implanted. The current patient status is unknown.